Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, torn plate cover, cracked top, motor and encoder covers were noted. Autopulse is a reusable device and was manufactured in 06/29/2005. The damage found is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated, the autopulse displayed system error 139 (unable to hold compression position) message on the reported event date of (B)(6) 2016. Functional testing could not be performed, the unit prompt system error 139 (unable to hold compression position) when powered on. In addition, the motor brake gap inspection was performed. The brake gap was too wide (out of specification). This caused the brake hub to move backward the air gap, which caused the brake to disengage. In summary, the reported customer complaint was confirmed during archive data review and functional testing. The root cause of the complaint was due to the defective brake assembly of drive train motor.

Event description:
The (B)(6) vol fire & rescue squad received a 911 call on (B)(6) 2016 for a (B)(6) years old male who was pulseless at the residence home. The crew performed manual CPR for 2 minutes while they prepare the autopulse. There was no visual signs or symptoms of trauma. During active operation, the autopulse performed compressions for approximately 35-40 minutes then displayed error message "system error, out of service, revert to manual CPR". The crew then reverted to manual CPR for 1 minute before reaching the emergency department. Rosc (return of spontaneous circulation) was never achieved and the patient was pronounced dead (time unspecified) at the hospital. Per the paramedic, the cause of death was due to cardiac arrest and the patient's death is not attributed to the autopulse.